Manufacturer narrative:
The customer¿s reported problem was confirmed a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: walter had error 211.2000 on lvp8100 sn (B)(4). But he was not able to duplicate the error code. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I advised (B)(4) the probable cause ( user may have caused the error by pressing keypads too fast). I recommended walter to run a keypad test on the pump. If it passes keypads test, (B)(4) will put the unit back in circulation. If he still have problem, he will call me back. (B)(4).